Event description:
The facility report that the device could not be used to defibrillate a pt. Another device of same model was connected to the pt. At the time the defibrillator showed that no shock was indicated. The pt was not resuscitated. There was no report of an association between the alleged discrepancy and pt outcome.